Event description:
It was reported that during a routine follow-up a code displayed indicating the subcutaneous implantable cardioverter defibrillator (s-ICD) may be experiencing premature battery depletion (pbd). Technical services (ts) was consulted and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the patient underwent a change out procedure where this s-ICD was explanted. A new device was successfully implanted and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a routine follow-up a code displayed indicating the subcutaneous implantable cardioverter defibrillator (s-ICD) may be experiencing premature battery depletion (pbd). Technical services (ts) was consulted and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.